Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to subclavian crush, as it presented with noise, oversensing, pacing inhibition with no asystole and impedance greater than 2000 ohms. Additionally, loss of capture was observed. No additional adverse patient effects were reported.